Event description:
It was reported that the customer had received a no delivery alarm on her insulin pump. At the time of reporting, her blood glucose level was 575 mg/dl. Troubleshooting was performed and the device appeared to be working properly again. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge.